Event description:
It was reported that the patient had tibia and femoral loosening of sigma rp cr knee. It was revised to rp attune rev crs with cemented stems. Patella was not revised. The loosening occurred at the cement to implant interface. Depuy cement was used. Unknown surgical delay. Doi: (B)(6) 2006. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Event description:
Were there any depuy instrumentation that broke during surgery? If yes, please provide the details on future reports: if the patient was not affected by instrumentation that was broken into more than one piece please mark this question n/a, not applicable. No. Was there any allegation against the tibial insert? If yes, please provide the product details. No. Was the patient experiencing any adverse symptoms that led to the revision surgery? Yes. Can you please confirm the cement quantity? 6 40g boxes implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.